Event description:
The tip of the lock screw driver broke off in the lock screw cap during final tightening. No adverse effect to the patient. The surgeon was unable to retrieve the piece, as it was sheared off flush with the locking cap.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.